Manufacturer narrative:
On 10/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced rupture and capsular contracture. During visual evaluation of the device, it was observed to be ruptured. Additionally, siltex cracking was found in the edges of the tear. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient visited a doctor because of firmness in her right breast and her left breast seemed smaller. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 370cc gel breast prostheses on (B)(6) 2019. Bilateral capsular contracture was confirmed by the surgeon during the explantation procedure. Post-explantation, the surgeon observed that removed breast prostheses were both ruptured. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 09/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information about the suspect medical device. The lot number is 263573 and the serial number is (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).